Event description:
It was reported that a patient wasn¿t getting good stimulation with percutaneous leads since implant, "not in the right area." It was unclear if this meant that the leads, stimulation, or both were not in the right area. It was noted that multiple reprogrammings were attempted and the issue did not resolve. It was reported that the percutaneous leads were replaced with a paddle lead and the lead revision took place (B)(6) 2013. It was noted that the patient was programmed and everything worked great following programming. It was later reported that there was no determination as to what caused the lead migration, only that it was common with cervical leads. It was noted that the reporter knew of no user error.

Manufacturer narrative:
Product ID: 37746, serial# (B)(4), product type: programmer. Patient product ID: 3778-75, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type: lead. Product ID: 3708340, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 3986a70, lot# n374588, implanted: (B)(6) 2013, product type: lead. (B)(4).